Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
As reported: "the adjusting device could not be attached to the distal targeting arm when inserting the distal screw with the distal device. The procedure was performed using a freehand technique." Additionally, it was reported; the procedure was extended however the length of the extension is unknown and there was additional exposure to radiation.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "the adjusting device could not be attached to the distal targeting arm when inserting the distal screw with the distal device. The procedure was performed using a freehand technique." Additionally, it was reported; the procedure was extended however the length of the extension is unknown and there was additional exposure to radiation.